Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a other (unusual issue) issue. It was reported that the pump "was not working as it should". No additional information or specifics were available at the time. Customer support made multiple attempts to contact the reporter without success. This complaint is being reported, as there is an allegation of malfunction against the product not performing per specifications. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/17/2017 with the following findings: during investigation, the original complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.